Manufacturer narrative:
Final investigation showed that the jaws were able to open and close, and that the device operated as designed.

Event description:
It was reported that during a procedure, the jaws of a biopsy forceps were stuck in a closed position.